Manufacturer narrative:
Concomitant product: 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309369x); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient received a box of ten inner cannulas on march 7th and had to used them all, as the tracheostomy cannula's upper section could not hold the structure and would collapsed when tried to push in during use. The registered respiratory therapist who assisted the patient noticed the same issue. There was no patient harm.